Manufacturer narrative:
The complaint of spots or damage on the catheter could not be confirmed from the returned samples. Eight 22g insyte autoguard devices from lot #5323580 were received in open packages. The samples appeared to be unused. A visual and microscopic examination of the returned devices revealed no foreign matter on the device or in the packaging. No damage or defects were identified on the catheters. There were no other similar complaints from the implicated lot. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
This MDR created based on report of additional samples being sent by the customer. B3. The date additional information received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there is foreign matter in/on the fluid path. On 05mar2026 customer responded stating additional samples are to be added. Original complaint: reported issue: per customer our nurses observed dark spots/rough spots/grooves on the inner part of these catheters. Injuries or adverse event: no.